Manufacturer narrative:
The involved device was evaluated by the arjo representative. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event related to tenor passive lift. It was indicated that during a patient's transfer from a seat to a bed the lift chassis was stuck under the bed without knowing this by a nurse. The nurse pulled the patient to put him into the centre of the bed and in this moment the lift tipped over. As a consequence the patient fell on the bed and the leg chassis of the tenor lift collided with nurse's shin. The patient and the nurse received a slight bruising. Based on the information received it was indicated that due to breech position of the patient's body, dragged over the bed it was difficult to position the patient.

Manufacturer narrative:
Arjo was notified about an event related to tenor passive lift. It was indicated that during a patient's transfer from a seat to a bed the lift tipped over with the patient. As a consequence the patient fell on the bed and the leg chassis of the tenor lift collided with nurse's shin. The patient and the nurse received a slight bruising. Following the information collected the tenor lift tipped as the device leg jammed under the bed due to lack of space and when the nurse pulled the patient in the sling to the centre of the bed the lift tipped over. An arjo service technician evaluated the involved tenor lift. According to the results, no fault was found. The tenor instructions for use includes information regarding safety and correct use of the device: "to position the resident over the bed, use the lift handles, do not pull the sling. The resident suspended in the sling should always remain in the center of gravity. Use hand control to lower the resident." "Before lifting a person from a bed, ensure there is sufficient clearance underneath the bed to accommodate the tenor chassis legs. Adjust width of chassis legs if necessary." "Make sure the lift is positioned perpendicular to the bed." Based on the performed investigation the most probable cause is user error as the lifts' leg stuck under the bed and the facility staff maneuvered the patient in the sling, which have contributed to the lifts¿ tilting. In summary, the technical inspection revealed that the device was up to manufacturers¿ specification after the event. According to the customer allegation, the device tipped over during use and from that perspective, the device did not perform as intended. The device was used for patient handling when the event occurred and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities due to indication of a device tipping during patient transfer.